Event description:
It was reported by the patient that when the start button on the remote monitor was pressed it failed to power up. The power button was lit, but no additional indicator lights came on and no transmission was initiated. The monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and initial analysis confirmed customer comment, the device would not power up using the returned power supply. The device did power up using known good power supply but would not begin interrogation. An interrogation test was performed, with passing results, but because the issue disappeared during analysis, the reported event could not be confirmed. Therefore, a root cause could not be determined.